Event description:
Procedure: ventral hernia repair. According to the reporter: the pt had a ventral hernia repair and returned for recurrent ventral hernia repair 21 days later to replace the mesh. The surgeon stated that the mesh was destructed from the suture and stuck to the bowel. The pt underwent recent repair of ventral hernia with mesh. This was disrupted resulting in loops of small bowel herniating into the abdominal wall and beneath skin and fat. At surgery, the pt was noted to have disruption of previously placed polypropylene mesh and segments of small bowel that was adherent to mesh and abdominal wall requiring lysis of adhesions.